Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button was still responsive it's just harder to press. The insulin pump had rejected new batteries and the transmitter and insulin pump had issue connecting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.